Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported. Information from the field indicated there were no device issues and the lead was not compatible with the newly implanted pulse generator that the patient required due to therapy upgrade.

Manufacturer narrative:
This is event is no longer reportable since information from the field indicates there were no device issues and the lead was not compatible with the newly implanted pulse generator that the patient required due to therapy upgrade.